Event description:
Medtronic received information that damage physical or cosmetic occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = clear. On (B)(6) 2021 customer alleged that the pump fell off and it is now torn into pieces. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, cracked case near the corner of belt clip rails, missing display window cover. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when the cracks were noted.